Manufacturer narrative:
The returned valve was not patent due to multiple tears. The valve was returned at pl 0.5 and was not adjustable; therefore reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve did not meet the requirements for leak testing due to multiple tears in the top of the reservoir and delta chamber. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ approximately 59 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed on the exterior of the catheter. The end of the catheter appears jagged. Approximately 30 cm of the lumbar catheter was returned. The catheter was returned in two separate pieces, one measuring 23.5 cm, and the other piece measuring 6.5 cm. The returned catheter was patent. However, it did not meet the requirements for leak testing due to a tear observed approximately 6.5 cm and from the distal end. It is unknown how or when this damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of the manufacture. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was explanted due to occlusion. According to the report, the patient experienced a recurrence of hydrocephalus. When the revision was performed, the doctor noted the catheter was torn at the place where the fixation tabs were used. Reportedly, the device was replaced and there was no injury to the patient.